Manufacturer narrative:
Disregard the previous statement made in regards to the initial reporter. The verbiage should have explained that this record reflects the initial reporter named, is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter. Telephone: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named, is the biomedical engineer of the facility who is the contact of the event site. The details of the company field service engineer (fse) who became aware of the reporting issue is (B)(6). The fse replaced the solenoid driver board per instruction. The iabp passed all calibration, functional and safety tests performed except for the battery run time test. The iabp was not cleared for clinical use until batteries have been replaced. The iabp was returned to the customer. Additional information regarding battery repairs has been requested and will be reported if and when provided.

Event description:
While performing the solenoid driver board field safety corrective action, the service territory manager (stm) reported that the intra-aortic balloon pump (iabp) failed to meet the minimum battery run time. There was no patient involvement, thus no adverse event reported.

Event description:
While performing the solenoid driver board field safety corrective action, the service territory manager (stm) reported that the intra-aortic balloon pump (iabp) failed to meet the minimum battery run time. There was no patient involvement, thus no adverse event reported.

Manufacturer narrative:
The customer biomed has advised that the batteries were not changed on the iabp for the reported battery run time failure of (B)(6)2017; only charged completely, and that this fixed the issues they were having with the iabp.

Event description:
While performing the solenoid driver board field safety corrective action, the service territory manager (stm) reported that the intra-aortic balloon pump (iabp) failed to meet the minimum battery run time. There was no patient involvement, thus no adverse event reported.